Event description:
A customer reported an alarm issue with the adc application in use with iphone using operating system version 16.5 , app version 2.8.1.6120. The customer indicated the low glucose alarm, set to sound below 75 mg/dl, failed to trigger. The customer reported a sensor reading of 43 mg/dl and experienced a loss of consciousness. An ambulance was called and paramedics administered three sachets of oral sugar for treatment. The customer was taken to a polyclinic for observation, however, left after 10 minutes. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation has been performed . The customer reported missing low alarms. Attempted to replicate the customer's complaint using similar configurations [iphone 11 pro, ios 16.6, 2.8.1.6120] and the reported issue was unable to be replicated and the system and functioned as intended. There were no issues identified with the freestyle librelink app during replication that would have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc application in use with iphone using operating system version 16.5. The customer indicated the low glucose alarm, set to sound below 75 mg/dl, failed to trigger. The customer reported a sensor reading of 43 mg/dl and experienced a loss of consciousness. An ambulance was called and paramedics administered three sachets of oral sugar for treatment. The customer was taken to a polyclinic for observation, however, left after 10 minutes. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.